Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a mild pericardial effusion during implant of a leadless implantable pulse generator (ipg). After repositioning the device for acceptable pacing, it was noted that the patient began to show signs of distress and went into cardio-respiratory arrest. An echocardiogram was performed and the patient required 15 minutes of resuscitation before stabilizing. A thoracic surgeon was then called so a pericardial drain could be performed. The patient was noted to be stable upon leaving the operating room. No further patient complications have been reported as a result of this event.